Manufacturer narrative:
The device was evaluated at the patient's home by a respiratory therapist (rt). Based on the rt evaluation, they feel the device is functioning appropriately. Per the rt, the alleged malfunction may have been related to the caregiver (nurse) configuration of ventilation. The device was not returned to resmed for evaluation. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault message (sf 189) and restarted unexpectedly. The patient was manually ventilated with no complications. There was no patient injury reported as a result of this incident.